Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The patient was on hospice, and their device was turned off. They had an incurable driveline infection. No equipment was returning, and the device was functioning as intended. A culture from (B)(6) 2024 grew staphylococcus aureus. The onset of the infection was jun2020. The patient was said to be very non-compliant, was in and out of jail, and did not take their medications routinely. During their last admission in (B)(6) 2025, they were positive for cocaine and methamphetamines. Ultimately, they decided to enter hospice.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU lists potential adverse events, including infection (local, driveline, pump pocket) and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.